Event description:
It was reported the asymptomatic patient presented remotely via merlin.net . Upon review of the transmission, it was observed the implantable cardiac defibrillator (ICD) product was post paced t-wave oversensing. No changes were reported. The patient was stable.